Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Therefore, the UDI field (in d4) was left empty. Investigation ongoing.

Event description:
Hamilton medical ag received event description: on (B)(6) 2024, the nurse tested the ventilator. After connecting the wall power supply and oxygen source, all tests passed. The connected membrane lung breathing was working normally, and the ventilator alarm tube fell off appeared after about 30 minutes of operation. The minute ventilation rate was too low. No patient involvement.

Manufacturer narrative:
Follow-up 1 - additional information: updated entry fields: b4, g6, h1, h2 and h11. The investigation demonstrated that the expiratory valve membrane of the involved device was broken. This component was replaced. There was no patient involvement at the time of the event.

Event description:
The report from hospital say: on (B)(6) 2024, before going out, the nurse tested the ventilator. After connecting the wall power supply and oxygen source, all tests passed. The connected membrane lung breathing was working normally, and the ventilator alarm tube fell off after about 30 minutes of operation. The minute ventilation rate was too low (there were no problems with the pipeline), and equipment maintenance was contacted.